Event description:
On (B)(6) 2005, a sparc sling was implanted, no date of implant was provided. Plaintiff's attorney has alleged that plaintiff has, "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of their internal bodily tissue, dyspareunia, painful scarring, additional surgery, and other injuries." It was also alleged that the plaintiff "has suffered debilitating injuries from the synthetic mesh including mesh erosion, hardening, chronic pain and worsening urination," and she will continue to require healthcare. It was also alleged that she will continue to suffer mental anguish, diminished capacity for the enjoyment and quality of life, chronic debilitating pain and suffering, physical injury and bodily impairment resulting permanent physical deficits," "permanent impairment likely to manifest in the future."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.